Manufacturer narrative:
The subject device has not been returned to any of the olympus locations. However, the field service engineer checked the subject device on-site and found the reported phenomenon. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the visiting the facility by the field service engineer, it was found that there was a crack on the lid of the subject device. There was no report regarding patient injury and damage of the endoscopes related to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to any of the olympus locations. However, the field service engineer checked the subject device on-site and found the reported phenomenon. Olympus medical systems corp. (Omsc) reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the reported information, omsc surmised that there was the possibility the reported phenomenon was attributed to following. Some object was dropped on the lid of the subject device. Excessive repeatedly stress was applied to the lid because the user closed the lid with excessive force. The solvent crack occurred due to the mechanical stress while the closing the lid and/or the remaining the chemical agent such as detergent solution on the lid. The stress caused by pinching something between the lid and the reprocessing basin. Some other factors. If additional information is received, this report will be supplemented.